Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. System error 105 was confirmed and caused by sheared motor mount screws. One sheared screw head was jammed in the motor gear. The failed motor assembly and screws were replaced.